Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
An insertion issue was reported with the use of the abbott diabetes care (adc) device. After insertion of the adc device, the customer reported that the needle remained stuck to their skin. The customer experienced pain and bleeding and self-treated with unspecified treatment. There was no report of death or permanent impairment associated with this event.